Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿a transverse incision was made into the right lower quadrant. The hernia sac was dissected out. A medium ventralex mesh (device 1) was placed into the abdominal wall and secured it with sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 2) and a synthetic mesh and explant of ventralex mesh. Per operative notes, ¿an incision was made just below the fascia. The hernia sac was dissected out. There was a mesh noted just below the fascial defect. Old mesh was excised entirely. A ventralight st w/ echo mesh (device 2 and a synthetic mesh was placed into the lateral abdominal cavity together with a good coverage and secured it with sutures.¿